Event description:
It was reported that the patient had a sling placed in (B)(6) 2020 that did not fully cure his incontinence. A new sling was implanted. The procedure was successfully completed without further complications.